Event description:
Hosp-type bed side rail enterapment re-sulting in death. Hospice pt (admitted to hospice in 3/2004) with end-stage alzheimeris; residing in a home was found at 8:00 am by the home owner. Pt was on the floor entrapped/strangled by the side rails. This pt was reported to have limited to no bed mobility including total care needing turning, lifting into recliner or wheelchair, unable to turn self; pt was last checked at 2:00 am. Pt had 1+ lower extremity edema, heart rate irregularity, and lung congestion. Pt had a retention catheter in place for voiding; pt had difficulty swallowing so their p.o. Intake was minimal. Minimal verbalization, opened eyes and tracked; no anxiety noted; "sleep all the time" according toe daily caregivers. Last hospitalization in 02/2004 due to pneumonia. Skin condition deteriorating, skin tears with use of duoderm on hip; buttock redness improved. Bed was fully electric, new according to vendor. One-half (1/2) side side rails used, mattress and overlay waffle mattress was in place. Home staff also used pillows under pt's knees for positioning.